Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was unable to be increased more than p6 due to suction. However, there was no reported patient injury. The pump was explanted the next day. The pump had remained on for support of 6 days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿